Manufacturer narrative:
Correction: date of birth and reporter's information was left off of the initial and supplemental reports.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead with high impedances was explanted and replaced while the migrated lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-05865. It was reported that the patient experienced ineffective therapy due to the right lead migrating and the left lead having high impedances. As a result, surgical intervention may be undertaken in the future.